Event description:
It was reported that the customer stated that the device was clicking while opening and closing the jaws during a ventral hernia repair. Customer used a second device to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade lower tip on the wrong side of the jaw. Visual inspection revealed that the lower jaw channel have been forcibly deformed and the I-blade lower tip jumped to the interior of the jaw causing the device jaws to be stuck, the I-blade could not be moved and the jaws could not cycle. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator and not all mechanical testing could be performed so we were unable to test the instrument for the reported noise issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.